Event description:
The customer reported that when the interconnect cable was moved the c-arm generator would power off and shut down. This occurred once and after customer reseated connector it no longer failed when moved. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working and put back into service.